Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 9fr ik sheath and dilator were returned for product evaluation. Visual inspection revealed that the tip of the dilator was folded over alongside its edges. The valve was dislodged and stood up vertical at the hub. No other anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion into the sheath dislodged the valve since the dilator tip was damaged. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a case where the 9fr ik device sealing membrane of the sheath failed. They used the side port to draw back and it was allowing air installation around the catheter that was in the sheath. The patient was reported to be in good condition. The procedure outcome was good.